Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs were filed for this event (reference 0001825034-2017-01953, 01954, 01955).

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that one patient underwent debridement due to infection. No revision was reported. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.